Event description:
The user facility reported that water was leaking from their sterilizer in addition to their steam generator not powering up. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found a contactor to be stuck. The technician made repairs to the sterilizer and confirmed the unit to be operational. No additional issues have been reported.